Event description:
Clear care contact lens disinfecting solution mistaken for multi purpose solution. Contact (1) right eye - soaked overnight in what I thought was mps and when I inserted the contact into my eye. I immediately felt the most excruciating burning/ fire sensation in my eye. Flushing with cold water for a solid 5 minutes. Found a small bottle of saline to flush with. Occurred 11 hours ago, eye is fire engine red, very sensitive, uncomfortable. Vision seems fine. Calling my optometrist in the am. This box 100 % should be labeled with the words danger. Do not use directly into the eye. I thought I bought a different brand of mps- corona virus has the shelves empty, my regular choice was gone. Very painful mistake, I have read online how common this is with this brand. So dangerous. Reporter's recommendations: labeling is not enough for the danger of buying this solution thinking it's mps. Should say the words danger - not saline solution. (B)(4).